Event description:
During tka surgery, the driver's tip broke when placing the screw to the triad ha cup and the broken tip was left in the screw head, and it could not be removed; however, the wound was closed. The surgeon is very experienced with tka using these instruments and the instruments has been used for only 2 months. The surgeon uses these instruments approx 3 times per month.

Manufacturer narrative:
Evaluation summary: the driver fractured at an angle. The design validation testing revealed similar fractures occurred when the driver tip was not fully seated within the screw head. This increases stress on the hexolobular fins, which may result in fracture. Material analysis shows the device has been properly heat treated and will exhibit the specified material characteristics. Although the driver is composed of non-biocompatible material, the driver tip is enclosed within the screw and insert. A medical assessment indicates there is minimal health risk to pt. There will be no add'l risk to the pt, as the screw and driver tip are compatible metals.